Event description:
A customer reported an issue with the incorrect time and date settings on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump time and date, and advised the customer to monitor for discrepancies and follow up if they recurred. The customer acknowledged and understood the guidance provided.